Event description:
It was reported that the device had low battery issues. There was no patient involvement.

Manufacturer narrative:
Correction: manufacturer narrative. Investigation summary: the root cause of the reported low battery issues could not be conclusively determined. It was established that the observed failures are not directly associated with the device batteries. However, the inability to complete the laboratory test on one of the pcus (s/n (B)(6) ) suggests a potential defect in the power supply board, which may be contributing to the battery-related problems in that specific device. The external and internal inspections were performed on the suspect device and no obvious anomalies with electrical or mechanical components were found. The inside of the device was free of fluid ingress and corrosion. All inspected parts were manufactured by bd. A review of the pcu error logs, as well as the pcu battery log, showed no errors or malfunctions on none of the devices that were relevant to the customer¿s complaint. Suspect pcu (s/n 17263356): a fast battery conditioning test was performed on the suspect pcu, but the expected capacity screen did not appear, requiring the test to be repeated. After temporarily installing a known good power supply board, the pcu powered on normally. A second conditioning test completed successfully, showing the battery capacity screen with a battery capacity from 3400 mah to 3761 mah. Suspect pcu (s/n 16372652): a fast battery conditioning test was performed and successfully completed. The alaris¿ pcu and alaris¿ pump module technical service manual states on battery management system that the frequent use of battery power and insufficient battery charging may decrease battery life, which may result in missing low battery alarms. To perform battery conditioning test, service bulletin 592a is applicable only for pcus with software versions prior to v 12.1.1. Pcus operating on software version v12.1.1 or later must reference the corresponding user manual for their specific software revision. Bd recommends replacing the battery every two years at minimum, if used under proper conditions. In addition, for the optimum battery performance the battery should be replaced every two years from the initial date of installation by qualified service personnel. The device was reported to have no patient involvement. Root cause: the root cause of the reported low battery issues could not be conclusively determined. It was observed that failures are not directly associated with the device batteries. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported battery issues were replicated during the laboratory testing. The external and internal inspections were performed on the suspect device and no obvious anomalies with electrical or mechanical components were found. The inside of the device was free of fluid ingress and corrosion. All inspected parts were manufactured by bd. A review of the pcu error logs, as well as the pcu battery log, showed no errors or malfunctions on none of the devices that were relevant to the customer¿s complaint. Suspect pcu (s/n 17263356): a battery conditioning test was attempted on the suspect pc unit. The device was unable to complete the test due to a frozen screen showing no remaining time to completion (00:00). The power supply board on the suspect pcu was temporarily replaced with a known good test dchu power supply board for testing purposes only. A fast battery conditioning test was performed again and successfully completed. The results showed the capacity was within specification. Suspect pcu (s/n 16372652): a fast battery conditioning test was performed and successfully completed. However, the capacity was noted out of specification. The alaris¿ pcu and alaris¿ pump module technical service manual states on battery management system that the frequent use of battery power and insufficient battery charging may decrease battery life, which may result in missing low battery alarms. Bd recommends replacing the battery every two years at minimum, if used under proper conditions. In addition, for the optimum battery performance the battery should be replaced every two years from the initial date of installation by qualified service personnel. Service bulletin 592a explains the proper battery maintenance procedures and outlines the steps to perform a battery condition test. It states that the battery should be conditioned every 12 months by qualified personnel. The device was reported to have no patient involvement. Root cause: on the first suspect pcu (s/n (B)(6)) the root cause of the reported battery issues is attributed to a faulty power supply board. On the second suspect pcu (s/n (B)(6)) the root cause of the reported battery issues could be related to the lower battery capacity. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had low battery issues. There was no patient involvement.

Event description:
It was reported that the device had low battery issues. There was no patient involvement.

Manufacturer narrative:
Correction: manufacturing location and manufacturer narrative. Investigation summary: the reported battery issues could be replicated in only one of the cases during laboratory testing (suspect pcu s/n: (B)(6). No irregularities were observed in the second case; the suspect pcu s/n: (B)(6) was found to be operating as intended. The external and internal inspections were performed on the suspect device and no obvious anomalies with electrical or mechanical components were found. The inside of the device was free of fluid ingress and corrosion. All inspected parts were manufactured by bd. A review of the pcu error logs, as well as the pcu battery log, showed no errors or malfunctions on none of the devices that were relevant to the customer¿s complaint. Suspect pcu (s/n (B)(6)): a fast battery conditioning test was performed on the suspect pcu, but the expected capacity screen did not appear, requiring the test to be repeated. After temporarily installing a known good power supply board, the pcu powered on normally. A second conditioning test completed successfully, showing the battery capacity screen with a battery capacity from 3400 mah to 3761 mah. Suspect pcu (s/n (B)(6)): a fast battery conditioning test was performed and successfully completed. The alaris¿ pcu and alaris¿ pump module technical service manual states on battery management system that the frequent use of battery power and insufficient battery charging may decrease battery life, which may result in missing low battery alarms. To perform battery conditioning test, service bulletin 592a is applicable only for pcus with software versions prior to v 12.1.1. Pcus operating on software version v12.1.1 or later must reference the corresponding user manual for their specific software revision. Bd recommends replacing the battery every two years at minimum, if used under proper conditions. In addition, for the optimum battery performance the battery should be replaced every two years from the initial date of installation by qualified service personnel. The device was reported to have no patient involvement. Root cause: on the first suspect pcu (s/n (B)(6)) the root cause of the reported battery issues is attributed to a faulty power supply board (capacitor 20). On the second suspect pcu (s/n (B)(6)) the root cause was not identified during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had low battery issues. There was no patient involvement.